Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to not properly seating o2 rubber seal on connector of the o2 supply hose. The o2 rubber seal was readjusted and worked properly again.

Manufacturer narrative:
Vyaire field service representative (fsr) went onsite and evaluated the ventilator. Upon inspection and testing the fsr found out the o2 rubber seal was not in place correctly. Fsr readjusted the seal and reconnected the o2 hose. Finally, fsr performed user verification test and operational verification procedure according to manufacturer specifications, unit preformed good upon test. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 with o2 supply fail- no o2 dosing possible active alarm during patient use. Furthermore, there was no patient harm associated with the event. The customer confirmed that the patient was transferred to a back up ventilator. There was no patient harm associated with this reported event.